Event description:
Prostate seeding procedure unable to be completed due to product failure. Needles jammed with radioactive seeds inside. Only 29 seeds were implanted with 7 needles of the 100 seeds and 24 needles provided for case. Seeds had to be reordered. Pt returned a week later for remaining implants. Product returned to co for credit.